Event description:
It was further reported that the patient was now receiving therapy.

Manufacturer narrative:
Analysis of the catheter revealed the catheter body had dark residue occlusion in the dispensing holes. (B)(4).

Event description:
It was reported that the patient experienced pain, so the dosage was increased with little therapeutic effect. A dye study was performed and no dye was visible at the catheter tip. It was also stated that the healthcare provider (hcp) was unable to get any cerebrospinal fluid (csf) back flow through the catheter. The catheter was subsequently replaced. It was unknown what drug was delivered by the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# 0204680382, implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).